Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency department with syncope. Rv lead intermittent capture was noted. The rv lead was dislodged. This rv lead remains in service. The patient is pacing dependent. No additional adverse patient effects were reported.